Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter in law reported via phone call that the customer was experiencing high blood glucose. Blood glucose level at the time of the incident was unknown. Customer was in hospital which was not related to her diabetes. Customer was having unexpected high blood glucose of 300mg/dl to 400mg/dl. The insulin pump will be replaced, and customer agreed to return the product for analysis.